Event description:
It was reported that a balloon rupture occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no patient complications, and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event of balloon material rupture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the most probable investigation conclusion code of cause not established was assigned based on the limited information within the event. This conclusion code is based on the available information and the review conducted at the complaint investigation site.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no patient complications, and the patient was good post procedure.